Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing some pain in her hip area. Pt is also reporting that she has had blood tests done along with x-rays.